Manufacturer narrative:
A visual inspection was performed and the laser marking on the trial is wearing off as reported. No other visual anomalies were identified. Device history records were reviewed for the corresponding lot and no relevant issues were identified. The trial has been in use for approximately 10.5 years. Complaint history record review was performed for this lot, and no similar complaints were identified. It was reported that the laser marking on the trial is wearing off and the trial needs to be replaced. There was no other issue with the trial intra-operatively. No patient harm and no surgical delay resulted from this event. The cause of the reported event is normal wear and tear due to device age, usage, cleaning and sterilization cycles.

Event description:
It was reported that the laser markings of the aleutian an convex trial were observed to be worn intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.

Event description:
It was reported that the laser markings of the aleutian an convex trial were observed to be worn intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.